Event description:
It was reported that a homechoice cassette leaked. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self-test and priming testing were performed with no issues noted. An underwater pressure test was performed with no issued noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.